Event description:
The patient (pt) had a #22 saline lock in her left forearm; the nurse was unable to flush it this morning, and the IV team was called. The IV staff nurse removed the saline lock and the catheter was found to have severed in the patients arm, leaving the remainder in pt's arm. Upon removing the catheter, the IV team rn noted the catheter to be shorter than 1" and suspected that a piece was retained in the patient's vein.